Event description:
The physician was using 2 complete se stents to treat a lesion in the common iliac artery. The lesion exhibited a total occlusion at the bifurcation, was not tortuous but exhibited high grade calcification. Lesion was pre-dilated once with an admiral xtreme 9mm x 60mm at nominal pressure-50% stenosis remained. No abnormality noted during preparation and inspection of the complete se devices prior to use. The physician first used kissing technique to deploy the 2 complete se stents from both femoral accesses retrograde with 0.035 wire support. No resistance noted between the devices and other device used in the procedure and/or during delivery to lesion. Follow deployment post-dilation was carried out. The physician found that the left common iliac was still with high grade stenosis which he felt indicated that the complete se stents did not fully expand to the label size. The physician then decided to deploy an assurant cobalt balloon expandable stent inside the complete se stents to expand the lumen diameter. No abnormality noted during preparation and inspection of the assurant device prior to use. Without sheath guiding/protection, the physician pushed the assurant cobalt towards the lesion site. The physician felt the advancement tight and had to push hard in order to advance the assurant. The assurant became dislodged on the way to the lesion. The assurant was removed through a12 fr sheath with the assurant balloon. The lesion was left with 50% stenosis. No patient injury reported.

Manufacturer narrative:
Evaluation results: failure to follow instructions (although it was necessary to use force it is possible that this may have further contributed to the stent dislodgement and fracture). Inherent risk of procedure (stent embolization); deformation problem; related to operational context (procedural images confirm non-concentric stent deployment, this has most likely resulted in the stent dislodgment). Evaluation conclusion: failure to follow instructions (although it was necessary to use force it is possible that this may have further contributed to the stent dislodgement and fracture); inherent risk of procedure (stent embolization); operational context caused or contributed to the event (procedural images confirm non-concentric stent deployment, this has most likely resulted in the stent dislodgment); user error contributed to event (use of force). (B)(4).

Event description:
Evaluation summary: the stent only was returned for evaluation, the delivery system was not returned. The stent was severely stretched and deformed. There was one stent strut fracture immediately adjacent to a weld. Slight necking was evident on the fractured stent strut indicating that the fracture resulted from a load force. Image review: the procedural still images confirm non-concentric complete se stent deployment in the left iliac vessel. There does not appear to be any issue with the complete se stent in the right iliac vessel. The assurant cobalt stent appears to be caught within the left iliac complete se stent.

Manufacturer narrative:
Evaluation results: root cause currently undetermined. Evaluation conclusion: conclusion not yet available - evaluation in progress. Root cause currently undetermined. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.